Event description:
Customer reported that the battery on the t:slim x2 pump was not charging. Caller tried using different wall adapters and charging cables, but the issue persisted. There was no reported adverse impact. Customer reverted to an alternate method of insulin delivery.